Event description:
Catheter has split off of the side of the stylet as it entered the vein- eliciting pain. User removed catheter from packaging, ensured that the stylet and catheter moved easily- catheter appeared safe to use. Cannulation was straightforward until pain elicited. Removed and ensured pt was safe. Removed catheter- found that the catheter was split away from the stylet.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383642 and lot number 5093794. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.